Manufacturer narrative:
The distributor investigated the anesthesia workstation at the hospital and concluded that the fresh gas pressure transducer was defective and needed to be replaced. After the replacement, the anesthesia workstation was successfully tested and returned to clinical use. The device logs were saved. The replaced part was discarded by the technician. The investigation into this matter consists therefore of an evaluation of the received device logs only. The logs show that several unsuccessful system check outs were performed on the reported event day. The logs confirm the reported system check out failures and the technical error codes. It is our conclusion that the replaced fresh gas pressure transducer caused the reported issues. Without any additional information or parts to investigate, we are unable to determine the true cause of the reported issues.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the inspiratory and expiratory valve test failed during system check out. Technical error codes indicating a pressure transducer error were generated. There was no patient connected to the anesthesia workstation during the event. (B)(4).